Manufacturer narrative:
The customer¿s report of a leak in the silicone segment was confirmed. Functional testing and pressure testing confirmed a leak from a pin-hole tear directly above the lower fitment. The cause of the leak was a pin-hole; the origin of the pin-hole in unknown.

Event description:
Clarification: the customer reported that the IV tubing was connected and primed to a bag of 800mg of remicade in 250ml of ns. The set was noted to be leaking at the pump segment of the tubing while connected to the patient. There was no impact to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while priming the IV tubing with 800mg of remicade in 250ml of ns it was noted to be leaking at the pump segment of the tubing while connected to a patient. There was no patient harm.